Event description:
It was reported that the insulin pump had a keypad anomaly. The blood glucose reading was 120 mg/dl. The customer stated that the keypad would sometimes be unresponsive, or they would activate numerous times despite only having been pressed once. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.